Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received. E1 initial reporter phone number: (B)(6) f2 - uf/importer report # MDR report #: mw5145902 and mw5145903.

Event description:
The event involved an unspecified primary plum set-clave port, clave y-site, secure where it was reported during the administration of propofol, a patient was found disconnected due to leur lock being cracked/broken. There was patient involvement and unknown harm reported. This captures 1 of 2 occurrences.

Manufacturer narrative:
The complaint could not be confirmed by investigation. No product samples, pictures, or videos were received for investigation. Without the return of the used sample a comprehensive failure investigation cannot be performed, and a cause cannot be determined. The device history review (DHR) could not be reviewed due to the unknown lot number.